Manufacturer narrative:
The reported product is an unknown baxter transfer set. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by chills, abdominal pain and cloudy effluent. The nurse reported the cause of the peritonitis was due to a somewhat of a separation of the transfer set from the titanium adapter, further specified as "more like a loosening", and subsequently the patient felt some "wetness on their belly". It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal (ip) cefazolin (1 gram, daily for seven days) and ip ceftazidime (1 gram, daily for seven days). Seven days after event onset, the patient was treated with ip ceftazidime (1 gram, frequency not reported) and oral ciprofloxacin (250 mg every 2 hours for 21 days). On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient outcome was not reported; however, it was reported antibiotic therapy was ongoing. No additional information is available.